Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level of 400 mg/dl and 430 mg/dl. Customer was treated with manual injection. Customer was using auto mode. Customer had blood glucose level of 211 mg/dl. Customer was alleging insulin pump for under delivering because customer had high blood glucose level. Customer declined to check air bubbles and leak. The insulin pump will not be returned for analysis.